Manufacturer narrative:
(B)(4).

Event description:
End of curved blunt dissector broke off in patient in (B)(6) 2010, without surgeon being aware. Instrument was approximately 11 years old and had been used extensively. Surgeon didn't find out about the issue until months after it occurred. It required subsequent surgery for broken instrument to be removed (under local anesthetic via open approach). Smith & nephew did not find out until now. The patient is not going to sue the surgeon, but he wanted the problem acknowledged formally.